Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting was performed. The insulin did not exit. They had to changed the reservoir and insulin did exit without no delivery. Advised that the no delivery alarm was resolved by changing reservoir. The reservoir is not expected to be returned for analysis.